Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was getting hot when in use. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the device overheated after several minutes. Initial inspection found cleaning tools stuck inside the motor housing assembly. Handpiece nose, motor housing and associated parts were corroded. The device was disassembled and stuck cleaning tools was removed. Nose assembly and motor housing was replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.